Manufacturer narrative:
(B)(4). Subject device has been received. Device eval anticipated, but not yet begun. Add'l info from user facility - orthopedic screws.

Event description:
This is the 2nd of 3 reports submitted on this event. Add'l info from user facility: pt fell in his home on (B)(6) 2011 and was assisted up by his wife. Pt reported that he was able to ambulate but having pain on (B)(6) 2011 and was admitted as a direct admit on (B)(6) 2011. He had a long standing cardiac history on plavix. During the surgical procedure a 2" incision was made over his proximal femur laterally using fluro. Went down thru the skin, the it band and vastus lateralis, dissected the muscular up and placed a guide on the lateral femur. Placed a guidepin into the center head on the lateral and the inferior neck on ap and then one more proximal anteriorly and one more proximal posteriorly creating a triangle. The surgeon used 7.3 cannulated screws from the synthes set 16mm threads all of the appropriate length and threads across the fracture site. The pt did well post op and was d/c home with pt. On (B)(6) 2011, pt returned to hospital for removal of deep hardware and hemiarthroplasty of his r hip. Post op, he was anemic and required 1 units rbc's and 2 units rbc's in the operating room. He did well post operatively and was d/c to inpt. Pt and rehab because of his overall health and the recent surgery.